Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial lead exhibited loss of capture, high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. An invasive procedure was performed. The lead insulation was observed to be damaged and felt to be a result of subclavian crush. The lead was successfully explanted and replaced. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.